Event description:
The patient presented to the hospital after receiving an inappropriate shock due to noise. Increased pacing impedance and high threshold were observed on the right ventricular (rv) lead. During the replacement procedure, the atrial and rv leads were noted to be dislodged. The atrial and rv leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2018-04266.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of inappropriate shock therapy, noise, high pacing impedance and unacceptable threshold were not confirmed.